Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had a high blood glucose of 499 mg/dl. Customer was not using insulin pump for more than 48 hours due to high blood glucose. It was unknown if auto mode feature was in use at the time of high blood glucose event. Mode of treatment or high blood glucose is unknown. Insulin pump will not be returned for analysis.